Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent a surgical procedure to add a right atrial lead. The physician also elected to remove the pulse generator as the device was nearing a battery status of elective replacement indicator (eri). While attempting to remove this chronic rv lead from the header of the device, the proximal set screw for the pace/sense portion of the lead became stuck. While attempting to loosen the set screw, the tip of the wrench broke off in the seal plug. With a pair of surgical pliers, the tip of the wrench was able to be retrieved. Additional attempts to loosen the set screw with made without success. The physician then cut the right ventricular lead. A new rv lead was placed. There were no adverse patient effects reported.